Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a user developed blood clots in lungs and was admitted to the hospital for overnight observation. In addition, the user had a cough and was diagnosed with bronchitis and was prescribed antibiotics. The user has a history of sinus surgery and had biopsies taken and was concerned with how long the blood clots may have been in lungs. The user's mother states the device was returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.